Event description:
A customer reported a discrepancy between measurements from a third party angio modality and pacs workstation (ra1000, cweb). There was no reported patient injury associated with this event.

Manufacturer narrative:
The investigation revealed that there are multiple interpretations of the digital imaging and communications in medicine (dicom) standard regarding anatomically zoomed images. The header fields estimated radiographic magnification factor (ermf) (0018, 1114), imager pixel spacing (0018, 1164) and pixel spacing (0028, 0030) are being used differently to calculate the zoom factor of these images, causing the measurements to be incorrect on certain images. The centricity pacs is compliant with the dicom standard, however, it does not use the algorithms specified in the integrating the healthcare enterprise (ihe) standard for calculating distance and area measurements. This causes images that follow the ihe standard to display on the centricity pacs as not calibrated. The root cause of this issue is determined to be a combination of three causes: use error with not calibrating or calibrating incorrectly when performing measurements with xa images that contain a magnification factor; the difference in dicom implementation across vendors and products and; the primary root cause is the pacs viewer displaying information incorrectly because the ermf data is not used with distance measurements.